Event description:
The customer reported via phone call that his blood glucose had been running high. Customer has been bolusing and changed the set 3 times. Customer stated that the tape will stick to the side and get stuck each time. Customer changed the tubing 3 times and only kept the reservoir. Customer stated that one of the previous cannulas was bent. Customer's blood glucose was 226 mg/dl at the time of the incident. Customer's current blood glucose was 505 mg/dl. Customer has treated with a bolus from the pump. Customer feel tired and stated that he does not have a back-up plan. The pump passed the high pressure test but it did not beep or vibrate. Customer was advised to do a complete set change. Pump passed the self test but the beep coming from the pump was very faint. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and tone check/vibrate check on self test. During the basic occlusion test and occlusion test, the pump alarmed no delivery alarm with audio alert properly. No audio/tone beep anomaly was noted during testing. The pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.